Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 648 mg/dl and ketone level was 3+. Infusion set and cartridge were changed. Correction boluses were delivered to address bg. Customer went to the emergency room and was treated with intravenous insulin and fluids. Healthcare provider identified ketones as being dangerous. Customer was admitted to the hospital; bg was 558 mg/dl. Intravenous insulin treatment continued. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer did not know cause of elevated bg. Pump system check was performed with tandem technical support. Customer declined to perform fill tubing step or inspect infusion set site. System check found pump to be functioning properly.